Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the left anterior descending artery. A 4.00x38mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the device could not cross the lesion and it was noted that the shaft break inside the patient. The procedure was completed with another of the same device. No patient complications were reported, and patient was stable.

Manufacturer narrative:
The device was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage at proximal to mid-section with stent struts lifted, pulled distally, and bunched. The undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified a complete hypotube break at the site of the guidewire port. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.